Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a patient was receiving fluconazole 400mg in 100 ml bag and vancomycin piggyback 1250 mg in 250 ml. At the end of the infusions 50-100 ml's were left in the bags. The remainder of the infusions were infused when this was discovered. The devices were checked by the facility and passed rate testing. The hospital had a roll-out of new alaris devices on (B)(6) 2018. The customer states some of the remaining fluid may be related to overfill by pharmacy, but the volume staff are seeing remaining in the bags seems unusual. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical products: baxter pre-filled IV infusion bag;td (B)(6) 2018.

Event description:
The customer reported a patient was receiving fluroconizole 400mg in 100 ml bag and vancomycin piggyback 1250 mg in 250 ml. At the end of the infusions 50-100 ml's were left in the bags. The remainder of the infusions were infused when this was discovered. The devices were checked by the facility and passed rate testing. The customer had a go-live date of (B)(6) 2018 for a complete fleet refresh, software upgrade to v9.33, and addition of a server the customer states some of the remaining fluid may be related to overfill by pharmacy, but the volume staff are seeing remaining in the bags seems unusual. There is no report of patient harm. The customer states since the under infusion/extra volume left in the infusion bags, they have changed their process and are now removing overfill.